Event description:
Approximately two months later, the s-ICD system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection. The physician flushed the sternal wound with antibiotics. The patient is now on intravenous antibiotics to treat the infection and a post-operative drain will be placed.